Manufacturer narrative:
Model number/catalog number : sc-2316-50e, serial number: (B)(4), batch/lot number: 5084272, model/catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices were revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had an infection at the lead site. The symptoms were fever, chills and high white blood cell count. It was unknown that the infection was device related and the physician did not believed it was procedure related. The patient was placed on antibiotics and underwent a revision procedure wherein the leads were explanted.